Manufacturer narrative:
(B)(4).

Event description:
It was reported than an app crash alert occurred. It was determined that the issue was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.